Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site nurse reported that, while loading a scan onto the navigation system, the imaging was flipped on the left side. The 3d model was found to be rotated away from the screen. After re-orientation of the scan and re-registration of the patient, everything functioned as designed. The reported issue occurred during a functional endoscopic sinus surgery (fess). No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.